Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-400 drillsaw sports 400 system handpiece broke internally. It was reported that when removing the graft using the saw, the motor malfunctioned, causing the sports 400 handpiece to break internally. This was discovered during an hth technique knee arthroscopy procedure with no patient harm. Additional information provided 13-jan-2026: it was further reported that this was discovered after use, upon finishing the surgery and removing the saw blade, the breakage of the pins on the ar-400 handpiece was observed and therefore it is not known when the breakage occurred. The blade did not break within the patient and no fragments were produced.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 findings: dark brown debris found throughout drill seals and bearings affected. Physical damage found on rear cover scratches/dents. Electronic cover shows signs of impact. Corrective measures: drill needs complete cleaning. Affected parts need to be replaced, load and final testing.